Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. The patient was switched to an ambu bag and case resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date after calls to customer 06/11/24 and 06/14/24. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 5371.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The latch was replaced to resolve the issue. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements.